Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the device was displaying low air leak. Ms&s had the nurse disconnect and reconnect all tubes. Flow went up to 1.2l/min but the patient was still not at goal. Patient temperature was 36.6c and target was 36c. Ms&s told her to keep it as it was, and if the flow dropped then try either changing the device or changing the pads. The nurse was to call back if either was needed. Ms&s did not receive any other calls. Per follow up, it was stated that the patient was off the device and couldn't provide any additional information.